Event description:
Missing keel punch tab.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the reported device was unable to confirm the reported event, however further examination showed that the hp mbt noncem kl pnch sz 4-7 tab's are worn and have been subjected to heavy usage. A search of the complaints databases has identified a trend of this issue. Previous investigation has found misuse, heavy usage over time as contributing factors. CAPA (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on (B)(4) 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.